Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 600s(mg/dl). Customer changed supplies and delivered manual injections to address bg levels. No further information was provided on the reported issue.